Event description:
Related manufacturer reference number: 2017865-2024-72347. It was reported that during generator change out that the right ventricular (rv) lead was fractured and unable to be removed from on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD and on (B)(6) 2024 cap the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of header anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Electrical, longevity, and visual analysis was normal with no anomalies found.